Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
The customer contacted stryker to report that when attempting to power on their device, the display flashed briefly and the device remained off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.